Event description:
New information received notes the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17260. It was reported that the patient presented at a follow-up in clinic for a non-invasive program stimulation procedure. Upon induced ventricular fibrillation, the right ventricular lead delivered a high voltage shock that did not convert the patient to normal sinus rhythm. The physician externally defibrillated the patient to convert the rhythm. The physician alleges the patient's history of high defibrillation lead impedance as the reason for the failure to convert. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 11.2 cm. (Connector portion) and 53.4 cm. (Distal portion) with the extraction tool stuck inside the distal portion. Visual examination found procedural and electrocautery damage on both portions of the lead and the helix extended and clogged with blood/tissue. X-ray examination found no anomalies on either portion other than procedural damage. No conductor fractures or internal shorts were found. The reported events of failure to convert arrhythmia and high defibrillation impedance were not confirmed.